Event description:
The facility reported a flogard infusion pump that does not function. Baxter quality engineering determined the reported condition to be a door open alarm. It is unknown when this event occurred. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump that does not function was confirmed by baxter quality engineering as a door open alarm. The cause was determined to be a damaged latch roller, which was replaced onsite at the facility by a baxter field service technician to resolve the issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.